Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. This report is for unk - screw cortex/unknown lot number. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stardrive screwdriver shaft was twisted and a 1.5 mm cortex screw broke during a metacarpal open reduction internal fixation (orif) on (B)(6), 2017. The screwdriver head was twisted and would not engage the screw properly. The head of the cortex screw broke off; the shaft remained in the patient. The surgeon did not attempt to retrieve the shaft. The surgery was successfully completed with another stardrive screwdriver. The patient outcome was reported as fine. This complaint is for one devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Unknown cortex screw, was not returned with the complaint. In lieu of the physical implant, implant picture or lot number, no further investigation could be performed for the unreturned broken cortex screw. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device malfunctioned intra-operatively and was not implanted / explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.